Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected blank display was noted. The insulin pump was monitored for one week with no low battery alerts. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Broken battery tube threads were noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump has cracks on the battery compartment. Customer stated that the insulin pump has a blank screen. Customer's blood glucose reading was 85 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.